Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site caused by non-device related weight loss. The weight loss caused the pocket to become awkward. The pt was reportedly doing well following the revision.